Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that the patient was in the emergency room and they needed the device interrogated. The patient had been treated while brushing her teeth. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treated) was confirmed. Treatment analysis shows that the patient received two inappropriate treatments. The patient was conscious and brushing her teeth at the time but did not press the response buttons. Upon evaluation, the distribution node pca had intermittent front end and fall-off failures. The root cause of these front end and fall-off failures was a defective gain controller. No adverse event resulted from the defective gain controller. The patient received a replacement electrode belt.